Event description:
It was reported that after breakfast the user observed elevated blood glucose readings on the ilet system, announced the meal, performed a confirmatory fingerstick of 250 mg/dl while on the call, then entered the blood glucose into the ilet, with sensor readings peaking around 305 mg/dl and trending down to 232 mg/dl by the end of the interaction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.